Event description:
It was reported that the left ventricular lead was removed due to diaphragmatic stimulation. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found. It was noted that the distal conductor was distorted, had blood/body fluid (not obstructed) and had a conductor fracture (overstress). The lead was stretched and there was apparent explant damage. Full lead returned and analyzed. It was reported that the left ventricular (lv) lead was removed due to diaphragmatic stimulation. The lead was replaced. No patient complications have been reported as a result of this event.